Event description:
It was reported that the right ventricular (rv) lead pace/sense portion was not functioning properly. The rv lead pace/sense portion was capped and replaced, and the high voltage portions of the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507645 implantable pacing lead (B)(6) 2008. (B)(4).